Event description:
Shock delivered notification was received on the customer support helpline queue. Patient stated that they were standing up cooking at the time of the event. Patient was upset because they didn't feel like there was enough warning before device said "stand clear". Patient got nervous of the alert and did not attempt to push the button to cancel the shock. Patient got evaluated by ems. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.